Event description:
It was reported that a patient (pt) experienced diarrhea and had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as touch contamination. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with unknown antibiotics, possibly vancomycin ip. Eleven days after the onset of peritonitis, the pt was discharged from the hospital. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.